Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Synchronization failed because the chain at link 25 had dropped. The chain was placed in the correct position and calibration of link 25 system was completed. The unit was returned to service.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
The hospital reported that, during pre-operative process, the n2o knob and o2 were not synchronized. There was no reported patient involvement.